Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4) device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional information was received that the reported issue was caused by a fuse to the power control board. Reported complaint will be noted during preuse testing, as contained in the user manual. If machine has a power supply failure, unit is designed to switch to backup battery and notify the user. If battery is depleted, ventilation of the patient can continue in manual mode. There was no reportable malfunction. H3 other text : additional information was received that the reported issue was caused by a fuse to the power control board. Reported complaint will be noted during preuse testing, as contained in the user manual. If machine has a power supply failure, unit is designed to switch to backup battery and notify the user. If battery is depleted, ventilation of the patient can continue in manual mode. There was no reportable malfunction.